Event description:
An employee reported respiratory symptoms, nasal congestion, sneezing and shortness of breath when working with product. Industrial hygienist was brought in to evaluate. Baseline pulmonary function tests were performed but not repeated due to movement of the employee out of the work area. No results were available. Symptoms subsided when out of room.